Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted device confirmed one of the two saw captures has disassembled from the device. The root cause is being attributed to device wear from normal use and servicing. Preliminary risk assessment 103284232-pra was conducted. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Continue to monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The saw capture broke off of the patella resection guide during surgery.